Event description:
It was reported that one 50ml cassette was found leaking during compounding. The leak was detected from the cassette bladder during airing out. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.